Event description:
It was reported the patient presented to the emergency room after receiving inappropriate atp therapy for supraventricular tachycardia diagnosed as vt due to programming. Programming changes were made. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.